Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, it was noted the set was attached to the ext set and had a vertical crack observed on the connector. The crack is the most probable cause for the leak on the patient connector. Based on the data from the investigation, the reported defect was unable to be confirmed to be a manufacturing defect. The most probable root cause for incidents of cracked/ leaking connectors can possibly be caused by several factors, including but not limited to the product being subjected to aggressive solvents' drugs, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description. Customer reported excessive ail alarms. No injury reported.